Event description:
Patient was brought to the or for a repair of incarcerated paraesophageal hernia. While case was in progress, the tip of a laparoscopic babcock was broken off while bringing out a raytec. Unable to locate the tip of the babcock, precautions were taken during the rest of the case.